Manufacturer narrative:
Pt demographic unk. Mnav rep downgraded software in order to fix the inverted trajectory, also, a new scan protocol was created. No impact on pt outcome reported.

Event description:
Medtronic rep reported the sites navigation system is showing an inverted trajectory and missing computer animated design (cad) model, when using fluoromerge. No impact on pt outcome reported.